Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿the barrel was cracked and the user was unable to withdraw blood sample¿ with lot number 0118400 regarding item # 300844 the complaint could not be confirmed, and the root cause is undetermined. DHR reviewed found no non-conformities. Retention samples were used for investigation for the received complaint. The team investigated the retention samples of material number 300844 for lot number 0118400. No retention samples showed cracked barrel. The defect could not be confirmed for cracked barrel as there is no sample or photograph from the customer. Potential root cause is not identified for the defect as there was no sample or photograph to be analyzed of the crack. H3 other text : see h.10

Event description:
It was reported that the discarditii 2ml with 24x1 barrel was cracked during use. This event occurred with 20 separate syringes. The following information was provided by the initial reporter: "the barrel was cracked and the user was unable to withdraw blood sample. During the withdraw of blood / while testing,the barrel was broken.the problem occurred in laboratory department. Lab technician identified the problem."

Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the discarditii 2ml with 24x1 barrel was cracked during use. This event occurred with 20 separate syringes. The following information was provided by the initial reporter, "the barrel was cracked and the user was unable to withdraw blood sample. During the withdraw of blood / while testing,the barrel was broken. The problem occurred in laboratory department. Lab technician identified the problem."